Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is making a claim for an adverse patient outcome against the ventralex. The patien'ts attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013- patient was diagnosed with epigastric hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per operative notes, "circumferential dissection was completed and the hernia sac was opened and removed. A ventralex mesh was paced below the fascia and sutured." (B)(6) 2013- patient visited hospital for abdominal pain. (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted laparoscopic repair with removal of ventralex mesh (device #1). Per operative notes, "the omentum was densely adherent to the previously placed ventralex mesh. The ventralex mesh was removed. A synthetic mesh was placed and tacked." (B)(6) 2016 - patient was diagnosed with the adhesive small bowel resection thereby underwent laparoscopic lysis of adhesions. (B)(6) 2017 - patient was diagnosed with complex abdominal hernia thereby underwent open repair with removal of synthetic mesh, implant of bard soft mesh (device #2) and component separation. Per operative notes, "lysis of adhesions was accomplished. The bowel was densely adherent to the previously placed mesh, the mesh was completely excised along with the tacks. The entire abdomen was freed and transversus abdominis release and component separation was performed. A bard soft mesh (device #2) was placed to the underlying peritoneum and sutured." Attorney alleged that the patient had adhesions, bowel removal, removal surgery infection, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 11 months post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, adhesions and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.